Event description:
It was reported alarms occurred that don't make sense. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.